Manufacturer narrative:
(B)(4).

Event description:
The catheter was confirmed to be fractured. The device system was used to deliver baclofen. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.